Manufacturer narrative:
(B)(4). Previously requested additional information was received from the customer. Please describe the actions taken in response to this event. Could the product be used successfully? Only for the first 10 hours ¿ this device is typically in place for up to 7 days depending on patients dependency on inotropes and vasoactives. What types of fluids were being infused through the line? Heparinized saline. What is the maintenance protocol for the catheter? Heparinized saline under pressure to flow at 3mls/hr. Can patient demographics be provided? No ¿ reason is foip. Please describe the other products and equipment used during the procedure (endoscope type and model, introducer, wire guide, etc.) Standard stylet that comes with the catheter to assist with insertion. Did the patient have a pre-existing condition and/or pre-diagnosis relevant to this event? No. Please describe the placement site for this procedure. Radial artline in the wrist. Did any section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? Re-insertion of new artline in a new site . Did the event result in a death? No. Were there any adverse effects on the patient due to this occurrence? No. Investigation ¿ evaluation: a review of the documentation and quality control data of the device was conducted during the investigation. No complaint device has been returned for investigation. No photos have been provided. However, a documentation investigation/evaluation was conducted. A review of the device history cannot be completed at this time as there was no lot number was provided. Additionally, a review of the manufacturer's complaint database cannot be completed at this time as there was no lot number was provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the customer's testimony. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
PMA/510k status: preamendment. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when employing the radial artery pressure monitoring set, the arterial line waveform dampened within hours of insertion, and blood could not be drawn within 10 hours of arterial line insertion. Additional information has been requested from the customer, but none has yet been provided. The product is reportedly unavailable for return and evaluation.